Manufacturer narrative:
Concomitant product: needle knife, unknown make or model. Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The instructions for use instruct the user to do the following: "prior to removing wire guide from holder, flush with 30 cc of sterile water." Failure to flush the wire guide can result in damage to the wire guide. The instructions for use instruct the user to do the following: "flush endoscope accessory channel and/or lumen of device with sterile water, then insert wire guide floppy end first. Note: for best results, wire guide should be kept wet, if applicable." Failure to flush the endoscope channel can result in damage to the wire guide. The instructions for use precautions the user that this product is not compatible with metal tip devices. "Use of this wire guide with metal tip ercp devices may result in damage to the external coating and/or tip of the wire guide." The reported observation can occur if the wire guide was used with an incompatible accessory device. If additional pressure is applied to the wire guide and/or accessory device(s) while moving the wire guide inside the accessory device(s), this could contribute to wire guide coating damage. Prior to distribution, all tracer metro direct wire guide are subjected to a visual inspection to ensure device integrity. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook tracer metro direct wire guide. As reported to customer relations: "while loading the device at the start of the procedure, the wire guide started to laminate [coating damage]. [The wire guide was] removed and they used another to complete the procedure. Nothing detached in the patient, no harm to the patient and no additional procedures required due to this occurrence." The following additional information was received on 08/24/2016: "location [of the damage] was at the seam where the hydrophilic coating meets the wire coating it started to delaminate. This was noted when they loading in the needle knife, it started to peel away/delaminating."